Event description:
During a coronary stenting drug eluting treatment procedure, a stent dislodgement occurred. The occluded lesion with a long segment of significant disease and not much calcium being treated was located in the proximal right coronary artery (rca). The physician predilated with a 1.5 x 20 mm spinter balloon, which was inflated to 16 atms for 24 seconds in the mid rca. The physician predilated again with a 2.0 x 20 mm sprinter balloon, which was inflated 3 times to 12 atms for 12-16 seconds in the distal and mid rca and once more to 14 atm for 15 seconds in the proximal rca. The physician first implanted a 2.25x20mm taxus liberte drug eluting stent in the distal rca which was inflated to 12 atms for 17 seconds. He placed a taxus liberte 2.5x24 mm drug eluting stent in the mid rca which was inflated to 14 atms for 34 seconds. Then the taxus liberte 2.75x32 mm drug eluting stent, overlapping with the first stent. The stent could not be placed and was removed. Further dilation was done with a 2.75 x 20 mm sprinter balloon, which was inflated twice to 12 atms for 13 - 14 seconds in the proximal and mid rca. The stent was then reintroduced. The physician couldnot advance this stent into the first and tried to pull it back into the guide. At this point he noticed that the proximal stent end started to crumble at the tip of the guide catheter. He decided to pull back guide, stent system and wire. The stent came off at the distal end of the 6 fr sheath. Dilation was performed with a 2.75 x 20 mm sprinter balloon, which was inflated twice to 14 atms for 15-22 seconds in the proximal and mid rca. The stent was discovered in a side branch of a lower limb artery. The stent balloon was inflated to 12 atms for 21 seconds to deploy the stent. The artery ws patent and the patient had no symptoms. The patient had an angio again on the next day and the side branch was still patent. Doppler pressures were done and were normal. During the procedure heparin and isoket were administered.